Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material inside and around the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H6 medical device problem code of 1091 - device reprocessing problem does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified. However, based on the investigation results, the probable cause of the malfunction foreign material in the nozzle appears to be rust from metal, which is believed to have resulted from oxidation due to residues of chemicals and water. Additionally, foreign material around the nozzle was detected as organic silicone, possibly from medical agents such as antifoam or anti-fog agents for lenses. The exact origin of this material could not be determined, as there are various possible origins. It was confirmed that there were no differences between the method of reprocessing stated in the instruction manual and the method conducted by the user and that the foreign material residue point was not deformed. Olympus will continue to monitor field performance for this device.